Event description:
It was reported that the battery voltage was found to be at 2.2v. The patient was in complete heart block with no pacing. At the previous check in 2009, the battery voltage was 2.7v.

Event description:
The lead was capped.

Manufacturer narrative:
The reported field event of premature battery depletion was verified in the laboratory. Upon receipt, no communication could be established. The device was sent to the original manufacturer for analysis. The premature battery depletion was due to an internal short found within the battery.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.